Manufacturer narrative:
Results: the distal atraumatic tip was damaged approximately 92.5 cm from the hub. Conclusions: evaluation of the returned neuron max revealed a fractured atraumatic tip. If the mandrel is unsecured from the packaging card during retraction of the neuron max, it may pull into the packaging tube. This may cause the distal atraumatic tip of the neuron max to become pinned between the packaging mandrel and the packaging tube. If the neuron max is retracted against this resistance, the distal tip will likely become damaged. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a medical procedure, the physician found the neuron max 6f 088 long sheath (neuron max) tip was kinked upon opening the packaging. The damage to the neuron max was found prior to use and, therefore, the neuron max was not used in the procedure. The procedure was completed using a new neuron max.